Event description:
It was reported that the patient presented for a routine follow-up. Atrial sensing was normal initially, but after intubation there was no atrial sensing while the patient was lying down. Due to the patient's condition, tests were not performed in other positions.

Manufacturer narrative:
Na